Event description:
Two endeavor rx drug-eluting stents were implanted in the index procedure. The first was implanted to the proximal rca. The second was implanted to the distal rca. It was reported that both stents were delivered successfully. The pt was discharged four days later. At the 30 day and 6 month f/u, the pt was asymptomatic. Approximately ten months later, the pt had a non q wave myocardial infarction. The investigator stated that the relationship between the mi and the study stent was not assessable. Three days later, the pt had a sudden, cardiac death associated with an mi. The crf narrative states the pt was admitted to hospital because of unstable angina, the doctor treated the pt by anti-infection and improved status of ischemia myocardial after diagnosed peritonitis, and replaced by crrt treatment (approximately 9 months after index procedure). Three weeks later, the pt showed atrial fibrillation with breast pain and loss of consciousness, the doctor treated by emergency measure, such as external cardiac massage, but the pt finally died two days later. During the treatment, the pt haven't the good condition to conduct the pci surgery. The investigator has stated that the relationship between the death and the study stent is not assessable. (MFR report# 2953200-2009-01832).

Manufacturer narrative:
Evaluation result: (death, mi)